Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been removed from the hemostasis sheath, however, the device was still connected as the anchor was stuck within the valve of the hemostasis sheath. The carrier tube was returned in the fully rear-locked position with the tamper tube partially exposed. No damage or deformation to the device was identified. The locator was also returned, and no damage to the component was identified. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 04nov2021. The procedure performed for the patient prior to use of closure device was an angioplasty of peripheral artery disease (pad) in the left leg. The sheath size used was a 6fr. The patient was in stable condition.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician had attached the device to the sheath, pulled back on the device to hear the click, and then pulled back on the sheath to deploy the device. When he pulled back, the entire device came out, so the footplate never properly set against the arteriotomy. The patient recovered. Hemostasis was achieved by manual pressure. The estimated blood loss was less than 250cc.